Event description:
Needle bent in leg, needle snapped off in leg [accidental needle stick]. Case description: medical device information: class iia. This spontaneous case from (B)(6) was reported by a pharmacist as "needle bent in leg, needle snapped off in leg" and concerns a (B)(6) female patient using novofine 6 mm (31g) from an unknown date for device therapy. Patient's height: not reported. On (B)(6) 2009, the patient started experiencing several problems with novofine 6 mm (31g) needles. Some of the needles broke of in her leg and others were bent. The patient was changed to utilization of a different batch. The overall outcome is unknown. Analysis reply: product: novofine g31. Lot no.: 08g04s. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed and the needles were tested for resistance to breakage. During testing, it has not been possible to detect any irregularities related to the complaint on the sealed and unused needles from the same needle box as the needle involved in this complaint. Case conclusion: nothing abnormal was found with the sealed and unused needles. This case was re-classified from non-serious to serious on (B)(6) 2009 due to received follow up information stating the adverse event "needles broken off in leg" was "medically significant".